Event description:
It was reported that this left ventricular (lv) lead exhibited low amplitude and high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was determined that the lv lead was fractured. Subsequently, a revision procedure was performed. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.